Manufacturer narrative:
(B)(4). Date sent: 8/5/2016. Batch # unk.

Event description:
It was reported that during a laparoscopic sapingo-oopherectomy procedure, the pouch "broke into pieces" during use. No more information was recorded. Another like device was used and the broken pieces were retrieved to complete the procedure. There were no adverse consequences for the patient. One device was discarded.